Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center exhibited a power button that will not stay on. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: b5, e1, g2, correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 09/23/2024. The customer allegation of power button that will not stay on was confirmed. An additional reportable malfunction of loss of image when wiggle the scope was identified during the device evolution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the worn-out lock latch on the video connector is causing loss of image when you wiggle the scope end connector. Did not hold scope connector properly. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported by the customer that during preparation for a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, the power button on the video system center would not stay on. There were no reports of patient harm associated with this event. The same device was used to complete the procedure without any delay. There were no reports of patient harm associated with this event.